Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka. Common device name: blood specimen collection device. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced failure of the product to contain blood. The following information was provided by the initial reporter. The customer stated: the customer's report is that the tubing was cut.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced failure of the product to contain blood. The following information was provided by the initial reporter. The customer stated: the customer's report is that the tubing was cut.

Manufacturer narrative:
The following fields have been updated: d.9 device available for eval? Yes. Returned to manufacturer on - 08/09/2022. H.6 investigation summary: bd received 4 photographs and 1 sample from the customer in support of this complaint. An evaluation of the photos and samples was conducted and the issue of cut tubing was observed. Additionally 10 retained samples were taken and visually inspected. Damaged or cut tubing was not observed in the retained samples. Bd was able to confirm the customer¿s indicated failure mode with the photos and samples provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.